Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, b5, h6: component codes, device codes, type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The event of stenosis has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was empirically confirmed. Available information suggests patient factors (calcification) likely contributed to the event as the provided 3mensio confirmed the presence of calcification in the landing zone. Calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint for difficulty or inability to withdraw system through sheath was empirically confirmed. Available information suggests procedural factors (withdrawal of burst balloon) likely contributed to the event. As the balloon burst, the altered balloon profile could have made it more susceptible to catching on the distal end of sheath tip, which could have led to the observed withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported from the field clinical specialist (fcs), approximately 6 years and 5 months post tavr with a 26mm sapien 3 valve, the patient presents with a possible failing/severely stenotic edwards thv. Upon follow up, the patient underwent a viv with a 23mm sapien 3 ultra resilia valve. During a transcatheter aortic valve replacement (tavr) procedure, a balloon rupture occurred during inflation. The patient's age, sex, and weight are not specified. Blood was observed in the syringe following inflation, confirming the rupture. The delivery system could not be withdrawn through the original access site and was instead retrieved via the contralateral side using a sheath and snare. No balloon aortic valvuloplasty (bav) was performed prior to valve implantation. Valve alignment was achieved without difficulty and was performed in a straight section. No extra volume was added to the balloon prior to inflation, and no leak was observed in the delivery system. No damage was noted to other edwards devices, and the area of leakage was identified upon inspection. The device was accidentally discarded and is not available for return. The patient remained stable following the procedure, and no injury or complication was reported. The perceived root cause of the balloon rupture was contact with severe annular calcium. It was noted that a similar rupture had occurred in a previous case, and the team had discussed the elevated risk prior to the procedure. A 3mensio report was attached, indicating severe calcification. Other anatomical details such as annulus size, degree of tortuosity, and minimum luminal diameter were not specified in the response. Upon follow up, the fcs clarified that the physician took scissors and cut in front of the commander handle and removed the handle and all the balloon pieces were accounted for after the ds and burst balloon were removed from the patient's body.

Manufacturer narrative:
This is 2 of 2 reports. Investigation is ongoing.

Event description:
As reported from the field clinical specialist (fcs), approximately 6 years and 5 months post tavr with a 26mm sapien 3 valve, the patient presents with a possible failing/severely stenotic edwards thv. Upon follow up, the patient underwent a viv with a 23mm sapien 3 ultra resilia valve. During a transcatheter aortic valve replacement (tavr) procedure, a balloon rupture occurred during inflation. The patient's age, sex, and weight are not specified. Blood was observed in the syringe following inflation, confirming the rupture. The delivery system could not be withdrawn through the original access site and was instead retrieved via the contralateral side using a sheath and snare. No balloon aortic valvuloplasty (bav) was performed prior to valve implantation. Valve alignment was achieved without difficulty and was performed in a straight section. No extra volume was added to the balloon prior to inflation, and no leak was observed in the delivery system. No damage was noted to other edwards devices, and the area of leakage was identified upon inspection. The device was accidentally discarded and is not available for return. The patient remained stable following the procedure, and no injury or complication was reported. The perceived root cause of the balloon rupture was contact with severe annular calcium. It was noted that a similar rupture had occurred in a previous case, and the team had discussed the elevated risk prior to the procedure. A 3mensio report was attached, indicating severe calcification. Other anatomical details such as annulus size, degree of tortuosity, and minimum luminal diameter were not specified in the response.